Event description:
During a standard dental treatment the bur came loose and was swallowed by the patient. The patient was sent to hospital for an x-ray. The bur was not detected on x-ray, neither in lungs nor in stomach. It is also possible that it went down the suction hose. Reference MFR report 3003637274-2013-00043.